Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an episode of ventricular fibrillation was correctly detected and treated with therapy that terminated the arrhythmia, the patient experienced syncope due to the ventricular fibrillation episode. The physician changed the cardiac drug therapy and reprogrammed the device to resolve the issue. The patient is well.